Manufacturer narrative:
This report is submitted on 23 october 2020.

Event description:
Per the clinic, the patient's device was explanted due to poor performance, the patient was re-implanted with another device.